Manufacturer narrative:
Product event summary: analysis confirmed the reported programmer issues; hard drive was reconfigured and software reloaded/updated to resolve issue. Analysis also found a standoff was broken on the micro processor unit (mpu). Power cord bay was broken.

Event description:
It was reported the screen froze last time the company representative tried to do a case. It was also reported the programmer update failed via software distribution network (sdn), screen would freeze. The programmer update failed as well via universal serial bus (usb), "cannot access external media" error. The programmer was returned for repair. No patient complications have been reported as a result of this event.